Event description:
A healthcare professional reported that an ophthalmic probe failed to cut and displayed a system message on the console. The surgery was completed using another device, and no patient harm occurred.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).